Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had experienced intermittent high blood glucose (bg) levels (500-520 mg/dl). The customer changed the supplies on the pump and delivered a bolus of insulin to address the bg level. The customer did not know what caused the bg level. As the event had occurred in the past, troubleshooting to determine a possible cause of the high bg was unable to be determined. Tandem technical support advised the customer to contact a healthcare provider to discuss the high bg level.